Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.